Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a loss of connection and an adverse event occurred. The patient's mother stated the patient experienced a hypoglycemic event while walking down the street. She stated that the patient had a seizure and ended up hitting their head on the pavement. A healthcare trained passer-by stopped and assisted the patient and an ambulance that was passing by stopped to help. The paramedics treated the patient (treatment made is unknown). She stated that while the patient was with the paramedics, their father called and advised the paramedics that the patient was diabetic and advised them not to administer the patient with glucogel if the patient was coming to as this makes the patient vomit. It was indicated that moments before the patient had a seizure, they had taken glucose tablets. The patient's mother stated she was unsure if this was because the patient received an urgent low alert prior to the loss of connection. The patient was transported to the hospital where they had a computerized tomography (CT) scan performed due to the head injury. At the time of contact, the patient was in stable condition. Data was evaluated and the allegation was confirmed. The root cause could not be determined. No additional patient or event information is available.